Event description:
As the first assist was harvesting the right leg and as she was engaging the vasoview hemopro she noticed small black flakes coming off the tip of the device. She placed an endotracheal suction into the endoscopic greater saphenous vein harvest site and suctioned the small black flakes out of the patient's right leg. Despite the complexity, the patient tolerated the procedure well and was transferred to the intensive care unit in stable condition.